Event description:
Customer reported that she was hospitalized due high blood glucose and infection. The blood glucose reading was over 300 mg/dl. Customer stated that she had boils, infection and high blood glucose prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.